Event description:
Procedure type: unk. According to the reporter: a piece of the transparent plastic at the tip of the device had broken and fell into the abdomen. The piece was retrieved. No further info could be obtained about this incident.